Event description:
Pt with a tibial cyst s/p insertion of a calaxo screw. There were two calaxo screws implanted, one in the femur and one in the tibia. The tibial screw is the only one that had an issue.

Manufacturer narrative:
The tibial screw is the only one that there is an issue with however, it is unk if this lot was implanted in the tibia and therefore, this incident is being reported as a precautionary measure.